Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that this lead had a screw mechanism failure. The lead was not implanted and there was no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event location. Corrected event description. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on helix and distal conductor; the helix would not extend due to being over-retracted; full lead in segments returned and analyzed.

Event description:
It was reported that this lead had a screw mechanism failure. The lead was not implanted and there were no patient complications reported as a result of this issue.